Event description:
Customer reports the tubings from med-rx either snaps off causing contrast to spray onto patients/users or the attachment part breaks off when the technologist is trying to unscrew the tubing.

Manufacturer narrative:
Service engineer inspected the unit and tested the unit to confirm the accuracy of the pressure limit detection with a calibrated gauge. The result was well within the specifications. Service engineer discussed with the users on site about the type of injections, the settings, the accessories used and the pressure tolerance of the tubings used. The customer will investigate about the rated pressure of the tubings (these tubings are not from covidien). The injector passes the tests from the service manual 800961-d section 6. Unit returned to full service by the customer.